Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed the pump had alarmed due to the elective replacement indicator. Analysis of the pump identified residue in the motor gear train and wearing on the upper and lower shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving fentanyl with concentration 3000 mcg/ml at a dose rate of 798.5 mcg/day and bupivacaine with concentration 12 mg/ml at a dose rate of 3.194 mg/day via an implantable pump for spinal pain. It was reported that a pump alarm was heard, and telemetry was not yet performed. The date of the event was unknown. The patient had called the hcp on (B)(6) 2019 stating their pump was alarming. The patient was being evaluated for a pump replacement for normal battery longevity, but she had a fall a month ago and sustained a brain bleed. It was clarified that this injury was not related to the device or therapy and that the patient had tripped. Checking the pump status to confirm the actual alarm that was occurring and proper troubleshooting was being considered. Pump battery longevity specifications were also reviewed at the time of the report. The hcp was bringing the patient in to the clinic to check the pump status. No patient symptoms were reported. No further patient complications have been reported as a result of this event. The pump was received for analysis and it was indicated no information was needed as "all of these were replacements." No further patient complications have been reported as a result of this event.